Manufacturer narrative:
Method: device return anticipated; evaluation not yet complete. Although multiple attempts to obtain an autopsy report and patient medical history have been made, no information has been provided. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest that a device malfunction or quality deficiency caused or contributed to this event. The edwards' evaluation and conclusions will be reported once complete.

Manufacturer narrative:
(B)(4) = x-ray. Evaluation summary: edwards received a section of host cardiac muscle with the edwards valve still sewn at the annulus. The valve exhibited minimal host tissue overgrowth onto the tissue at both aspect. Host tissue encroached onto the tissue by approximately 2-3mm. Host tissue was heavy at the stent inflow and moderate at the stent outflow. Host anatomy, most likely chordae tendineae, were fused to the stent outflow. No other inconsistencies detected as the leaflets are intact and flexible. No inconsistencies detected in the x-ray as no calcification is noted and the wireform is intact. Device evaluation indicates moderate host tissue overgrowth at both aspects, clearly reducing the effective orifice area of this valve; however, the valve remains intact and the leaflets flexible. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Per initial report and device evaluation, there is no information to indicate a device malfunction/quality deficiency that may have caused or contributed to the patient's death. The cause of death remains unknown to edwards, as the healthcare provider (pathologist, surgeon, and hospital) declined to provide any additional information.

Event description:
Reportedly, a patient expired with a 6900ptfx valve still implanted in the mitral position after an implant duration of 1 year, 7 months (19 months) due to unknown reasons. Date of death and cause of death are unknown.